Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned, and failure analysis was able to confirm the reported issue. A visual inspection was performed and found no problem related to the reported issue. Error 32101 was checked and verified in lighthouse (aperture), then the unit was installed on an internal eft system and powered on. The system powered on and immediately faulted with a 32101 error, indicating a possible aca problem. The reported issue was confirmed, and further failure analysis will be conducted to determine the root cause of the failure. Further investigation was performed on this unit. The usm was installed onto a pftp where it failed the "power-up usm pre-cal" test. Upon reviewing the error logs, a 32101 error matching the reported issue was found, pointing towards the aca. An aba swap was performed on the aca, and the test was run again. This time, 23907 and 26004 errors relating to calibration were present, but the 32101 error was not. The "a" aca board was reinstalled into the usm, where the 32101 error was present again. As a result of these findings, the root cause was determined to be the aca. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing repeated 32101 error on universal surgical manipulator (usm) 1. They followed the information to power cycle the system but the 32101 error returned. The customer did a power cycle and an epo of the entire da vinci robot. After powering on the system back on, the 32101 error on usm 1 returned. The doctor stated that they needed all four usm¿s for the procedure.